Event description:
The complaint description was reported as: the applier did not function any more after the third clip. The applier was blocked. No pt injury reported.

Manufacturer narrative:
The sample device is not available for evaluation. The investigation results are not available at the time of this report.